Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that underfilling occurred with a bd vacutainer® k2 edta (k2e) plus blood collection tube during use. The following information was reported in the event description: material no. 366643 batch no. Unknown. It was reported that 10 ml tubes are underfilling. Per email on (B)(6) 2020: hi (B)(4), I've had trouble reaching you over the phone, is there any way you can send me the information by email please? I'd like to know what the range is in the volume of blood that's collected into these vacutainer tubes (minimum and maximum volume that's typically collected)? Bd 364606, bd 367874, bd 366643. Since the tubes are not graduated and they stop filling automatically when there is no more 'vacuum' remaining, we would like to know if you can provide us with a typical range in total volume collected. We have a collection site using these tubes for whold blood draws and we are expecting to receive about 10 ml of blood, but they seem to be underfilling the tubes and we only get about 8 ml/tube, is this normal? Can you provide any tips or resources to help them with collecting more blood?

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that underfilling occurred with a bd vacutainer® k2 edta (k2e) plus blood collection tube during use. The following information was reported in the event description: material no. 366643, batch no. Unknown it was reported that 10 ml tubes are underfilling.